Event description:
Pt with biozorb implanted in (B)(6) 2024 for breast cancer. The product never dissolved and was threatening to erode through the skin. She was taken to the operating room (B)(6) 2026 where the device was removed. There was a large amount of plastic and metal encased within a thick capsule. The patient has ongoing pain in the region.